Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that while performing a total right shoulder procedure, the post on the trial reduction broke. Surgeon retrieved the post and visually confirmed that no pieces were left inside patient.

Manufacturer narrative:
Evaluation revealed the sr 4mm offset humeral head trial 44x22 to be the subject product. No further associated products were reported. A physical examination could not be carried out as the item was not received for evaluation. Thus a reasonable examination and investigation was not possible. A review of the device history records revealed no discrepancies. During investigation no material, design or manufacturing related issues were found. With the information given the reported event could not be confirmed or reproduced. A more precise evaluation was not possible. With available information a deficiency of the device could not be verified. The file will be closed formally. In case the item should become available the investigation will be reopened. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject products. No non-conformity was identified. Device was not returned.

Event description:
It was reported that while performing a total right shoulder procedure, the post on the trial reduction broke. Surgeon retrieved the post and visually confirmed that no pieces were left inside patient.